Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer and replaced the wash blocks and a bent aspirate probe 3. Quality controls were run, resulting within range. The cause of the discordant, falsely low estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low estradiol results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who changed the treatments of patient 1 and 2. The customer stated that for patient 1 the treatment was changed from hcg to lupron and for patient 2 dostinex was added to the treatment. The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low estradiol results.